Event description:
Caller reported that the screen of the pump was lit up but dark, affecting their ability to interact with the device. There was no adverse impact to the customer¿s blood glucose level. The customer performed a pump reset, and technical support arranged for a replacement pump to be sent with updated software. The customer acknowledged the instructions for using a backup insulin pump and returning the faulty device.